Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a broken haptic was noted after the iol was inserted into the eye' due to a handling problem'. The incision was enlarged minimally to facilitate removal and replacement of the iol. The surgeon also stated there was no impact to the pt.